Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information. The returned software logs indicate the system encountered multiple read errors while attempting to read a cd or dvd. This could have caused the system's gui to become unresponsive for several minutes. There were no log messages that might indicate some other cause for the unresponsiveness. The logs indicate that an instrument successfully verified when in the registration task, and the tracer registration was performed successfully. In the navigate task, the logs show four instrument verification failures, followed by a successful verification. No cause for the failed verification failures could be determined from the logs. The hardware investigation of the returned computer found that the reported event was related to a loose computer connection. The computer initially powered on, post's and boots to login screen. The application launched and navigated w/glxgears running and no faults were found. The hard drive reported no errors. The memtest86 revealed a fault. Reseating the ram modules cleared the intermittent connectivity fault. Memtest86 then ran 2 full passes without error. While unable to recreate the fault, this intermittent issue was the most likely cause of reported event. The reported event was confirmed. This issue will be documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
On 08/10/2016 a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instruments test failed: axiem probe and frame. Only registration probe was registering, no other tools, then system shut-down. Set-up a mock case, tested all instruments, usb for log files, everything operating properly. Checked all internal cables, found good. Checked all the instruments with no issue. Reported issue resolved. System performed as intended. Return requested. Replacement computer shipped to site 08/22/2016. No parts have been received by manufacturer for analysis. On 08/29/2016 medtronic representative review of the logs indicate that an instrument successfully verified when in the registration task, and the tracer registration was performed successfully. In the navigate task, the logs show four instrument verification failures, followed by a successful verification. No cause for the failed verification failures could be determined from the logs. On 08/29/2016 a medtronic representative, following-up at the site, confirmed the navigation system computer was replaced. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that their registration probe would verify properly with their navigation system, however, their straight suction, seekers, and olive tip suction were not recognized. The navigation system became unresponsive. A system re-boot did not resolve the issue entirely, suctions would not verify and the shaver was tracking intermittently. The rn could not comment regarding possible metal interference. Noted was this issue did not occur while they were actually in the functional endoscopic sinus surgery (fess). The surgeon proceeded without the use of the navigation system to complete the procedure. Delay in therapy was less than 15 minutes. There was no impact on patient outcome.